Event description:
A customer contacted baxter's global technical service center to report a system error 2240 (indicating air in the set) on the homechoice machine during drain 4 of 5. The caregiver (cg) stated the home patient's (hp) transfer set and patient line came loose while the hp slept and there was leakage around the connection. The cause was undetermined. The cg ended therapy, discarding the setup, and started over with new supplies. The cg was advised to contact the registered nurse (rn). There was no patient injury or medical intervention indicated at the time of the initial report. Upon follow-up, it was found the transfer set was still in use and there was no patient injury or medical intervention associated with this incident. This medical device report is against the cassette, while another is being submitted against the transfer set.

Manufacturer narrative:
(B)(4). The device was discarded and no companion sample was available.

Manufacturer narrative:
(B)(4). This complaint was not confirmed due to a lack of sample. The lot number was not provided; therefore a batch review cannot be conducted. Root cause was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.